Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm while rewinding the insulin pump. Customer's blood glucose was 8.1 mmol/l. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the insulin pump passed a displacement test. The customer's alarmed history showed a motor position encoder error alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 alarm was noted in the alarm history screen; unable to perform excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the displacement test, self test, a21 error test, off no power test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.